Event description:
Mesh allegedly eroded into patient's bowel.

Manufacturer narrative:
No conclusion can be drawn at this time. Information is still being gathered regarding the alleged incident. A follow up report will be submitted when/if more pertinent information becomes available.